Event description:
It was reported that three months post implant, the device was unable to establish telemetry with the programmer despite multiple attempts. The device possibly reached end of life status prematurely. The device was explanted and was replaced with a new device. It was also reported that the right atrial lead dislodged. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. This device was returned from the field for no telemetry communication. Previous analysis confirmed the no telemetry and identified a no output failure condition. Additionally, the can was opened and the battery was measured at a potential within the operating range of the device. Analysis at (B)(4) did not confirm the reported failure conditions. The device telemetry and output circuitry functioned nominally during testing. The device also passed all memory, interconnect, and fault grade testing. The device was exposed to temperature for 48 hours, but the reported failure conditions did not manifest themselves during this time. The analysis was stopped at this point with no confirmation of the no output and no telemetry failure conditions observed at (B)(4).